Event description:
A ventilation tube was inserted into the trachea of a 20-day-old full term infant. A ventilator was attached for respiratory control and the child began having a decreased heart rate, a cardiac arrest, and CPR. It was thought the child sustained a pneumothorax. A chest was inserted, the child was taken back to nicu for continued care. The baby died 2 days later from persistant lactic acidosis, requiring 100% o2. The mediastinal air on the chest x-rays continued to be present until his death, but may or may not have contributed to it. No autopsy was performed. The child had multiple anomalies including: bilateral club feet, slightly dysmorphic facial features, seizures, mild laryngomalacia, bifrontal leukoencephalopathy, and possible mitochondrial encephalopathy.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: modification of device - by user. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, inserviced by biomedical engineering dept. Staff. The device was destroyed/disposed of.